Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit, failed battery test alarms due to blank display.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test and off no power. The customer's blood glucose was unknown at the time of incident. It was reported that the troubleshooting was performed but the issue was not resolved. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device is expected to be returned for analysis.